Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with trace diffuse lamellar keratitis (dlk) in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and foreign body sensation. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2018 dlk incremented to level 1+ and the topical steroid dosage was increased and patient complained of light sensitivity. On (B)(6) 2018 dlk was going back to trace and patient reported blurry vision. On (B)(6) 2018 dlk still present. On (B)(6) 2018 patient right eye was switched from pred forte to durezol. On (B)(6) 2018 dlk had resolved and patient reported still blurry vision. On (B)(6) 2018 dlk had fully resolved and patient reported still blurry vision. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.25 x .00 x 90, left eye pre-op 20/20 -1.75 x -.25 x 77.